Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that during a cardiac arrest, the initial attempt at io access was unsuccessful. Access was attempted in the right proximal tibia. That same catheter would end up separating from the patient, revealing the tip to be noticeably bent. At no point was excessive pressure applied to the catheter. There was a delay in care in getting cardiac arrest medications to the patient. No further information provided.